Event description:
The user received a negative result for leukocyte esterase for one urine sample. The user than performed a microscopic examination of the sample and found there were 10-25 wbc per hpf. The erroneous result was not reported. The customer stated this is an isolated incident and she does not have any record of it happening since last year. The field service representative determined there was a problem with the seal in the "s" syringe and there was an air bubble in the syringe. He rebuilt the syringe, checked the alignments and power supply. To verify the analyzer operation, he performed an air purge with no bubbles and successful calibration and qc.